Event description:
It was reported that the second implant fell off the trocar before it was inserted into the tissue. The 1st implant made it through the meniscus and flipped. The surgeon tried to reload the 2nd implant back on the device but could not. He also performed an acl procedure at the same time and flushed the knee as a precaution. The first implant was not retrieved and remains inside the capsule. Two more cinches were used without incident to complete the repair. Pt is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Returned device include a suture and part of the #2 implant. Suture is broken in two pieces and frayed at several sections. Suture is frayed next to the knot and the knot cannot be advanced. The #2 implant is still attached to the suture and one of the wings on the implant is broken off. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.